Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins). It was reported that a patient called the rep, and he has persistent errors when recharging. About 30min into the recharging, the antenna is quite warm and the recharging stops ¿the antenna is a new one. The patient could not recall the exact error message, so he navigated into the menu, chose option 9 ¿info¿ and then to the ¿!¿ - screen at ¿last error¿, the date shown corresponded to an interrupted recharging session. The info at 9 was ¿15¿ and at 10 it was ¿pt02¿. It was reported that this error code indicates that the intellis remote control/charger has reported a problem when attempting to pair/link with the intellis. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was unclear if the controller is defective since the recharger was already replaced once. The actions taken to resolve the issue were that the patient got a new controller and recharger this week. It was unclear if the issue has since been resolved. The patient was advised to contact medtronic immediately if problems re-appear with the new devices. The provided information has been confirmed with the physician/account.